Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings in place. The anchor is fractured just below the proximal end of the suture window, the proximal end of the distal anchor and the proximal anchor were not returned. The shaft at the distal end of the insertion device is bent. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states a procedural variance was likely the cause the reported adverse event. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a patellar ligament surgery, the footprint ultra peek suture anchor broke while being implanted. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: a1, a2, a3, a4, b5 and h6: health effect - clinical and impact code.

Event description:
It was reported that during a patellar ligament surgery, the footprint ultra peek suture anchor broke while being implanted, all the broken pieces were removed from the patient using tweezers. The procedure was completed using a s+n backup device in a new drilled bone hole, a void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.